Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified foreign matter was observed on a polyflux 170h during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6 and h10. The actual device was not available; however, four photographs were provided for evaluation. Visual inspection of the four provided pictures shows the rinsed product after use. Photograph one shows the product label. Photograph 2-4 are showing the bundle area with two dark particles visible. The reported condition was verified. As the actual devices were not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.